Event description:
The customer reported that the unit is not getting any ac power. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the unit is not getting any ac power. No pt involvement was reported. The customer evaluated the device. The customer was informed that this device has been out of support since (B)(6) 2006 and parts are no longer available. The device remains at the customer site. Based on the customers' report, we will consider this a malfunction. We cannot determine the cause.